Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The IFU instructs users that long-term use, more than 24-48 hours should approach with caution because it increases the risk for partial or complete occlusion. Patient involvement as the air leak could cause hypoxia.

Event description:
Leak found during use.

Event description:
Leak found during use.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The IFU instructs users that long-term use, more than 24-48 hours should approach with caution because it increases the risk for partial or complete occlusion. Patient involvement as the air leak could cause hypoxia. Did not confirm complaint due to lack of photo or return. Sent and received root cause investigation to the supplier. Reviewed complaint history for the 24 months preceding the complaint reporting date and there was only 1 complaint for this part number. There is no trending issue. Performed risk analysis and determined a severity rating of 6. Sent a resolution with root cause investigation results to the customer.